Event description:
The user facility reported that the involved angio-seal device arteriotomy locator was introduced into the sheath when it clicked in it was not as securely as usual. When advanced over the wire the arteriotomy locator slipped out of the sheath and would not stay securely connected to the sheath as is normally expected. The doctor held the arteriotomy locator in the sheath and was able to complete the closure successfully. Patient condition was good. The procedure outcome was successful. The patient was not injured, medical or surgical intervention was not required. The event occurred intra-operative.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. B3: date of event: requested, unknown. D4: catalog number: requested, unknown. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown catalog and lot number combination. D4: UDI: unknown due to unknown catalog and lot number combination. D6a: implanted date: unknown due to unknown date of event. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown catalog and lot number combination. The actual device is not available for returned. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product code/lot # combination was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being sent as follow-up # 1 to update section b3 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. In the initial report section b3 was inadvertently left blank. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review was unable to be performed as a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).